Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy performed on (B)(6) 2012. According to the complainant, during the procedure, as the physician pulled the peg tube through the stoma site, the loop on the end of the tube broke, outside of the stomach wall. The physician used a hemostat to grasp the tip of the peg and pulled it into place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). For the reported event loop on the end of peg tube broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.